Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lobectomy at the 3rd firing, when the reload was fired with the powered stapler, the firing stopped halfway. There was no indication of excessive force. The procedure was completed with another device. There was no patient harm.